Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Between (B)(6) 2015 and (B)(6) 2016, the right ventricular pacing impedance rose from 665 ohms to 1444 ohms.

Event description:
It was reported that the lead had increasing impedance and is now high. The lead will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.